Event description:
The user from user facility reported that the device overheated. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
No new information.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.